Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic scissor failed to cut. The surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device available for eval yes a sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).